Event description:
It was reported that the 6800 system had a no signal error message on the left monitor at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.